Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified arteriovenous fistula. A 5.0 mm x 40 mm x 80 cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 10-14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.